Event description:
Info received indicates the pt positioning monitor will alarm locally but will not send a nurse call.

Manufacturer narrative:
The facilities maintenance found the patient pendant connector was loose from the utv board. Maintenance reseated the patient pendant connector to repair the bed.